Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. During the evaluation it was found that the flow meter cable was damaged, small notch. Circulation pump assembly was replaced. Fv-est-ctu calibration. Device passed all applicable testing. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow and air leakage in an arctic sun device. Per review of wo on 19jan2026, device used on patient and no consequence for patient. Per sample evaluation results received via task on 21jan2026, it was reported that the cracks on the level sensor and the damaged flow meter cable noted in the wo.